Event description:
It was reported that the dexcom g7 continuous glucose monitor (cgm) did not provide glucose readings due to failed pairing attempt, and the user believed the entered sensor code was incorrect; the initial pairing code did not connect, and use of the correct sensor code later restored connection. No adverse clinical symptoms were reported while glucose data was unavailable on the pump. Outcomes included temporary interruption of continuous glucose monitoring data and no health impact. User support included remote troubleshooting and education, including verification of the sensor type and correction of the pairing code. Investigation of this case revealed an incorrect sensor pairing code and subsequent correct code entry, which resolved the connectivity issue. It was concluded, based on previously established findings for similar reports, that the cause was user error in pairing the dexcom g7 sensor with the wrong code.